Manufacturer narrative:
(B)(4). Date sent: 2/19/2016 (B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? No signal was received. Were there any staples missing from the staple line? No. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, what was the appearance of the donuts? Not complete. What is the patient¿s current status? In stable condition . The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the staples malformed; the washer was not cut through. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.